Event description:
An error message was reported with the adc device. A customer reported receiving a ¿replace sensor¿ error message while scanning on the 1st day of wearing the sensor. As a result, the customer required third-party medical treatment however, no additional information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. A customer reported receiving a ¿replace sensor¿ error message while scanning on the 1st day of wearing the sensor. As a result, the customer required third-party medical treatment however, no additional information was reported. There was no report of death or permanent impairment associated with this event. On (B)(6) 2022, abbott diabetes care received following additional information regarding the customer's actual issue (read-22, high reading) with the adc device: after review, this issue has been determined to be non-reportable. A complaint was received regarding high glucose sensor scan values while the customer was wearing the adc device. On (B)(6) 2022, the customer obtained a sensor scan of 3.3 mmol/l however stated they felt like their glucose level was more like"1.5 mmol/l," experiencing "shaken, lack of cognitive function," and "moments from having a seizure," however, was able to self -treat with a¿ bar of chocolate, 500ml can of monster energy drink and a sandwich" provided by a colleague. No further information was provided. A sensor scan of 3.3 mmol/l is indicative of hypoglycemia and therefore is consistent with the customer's self-treatment of 'bar of chocolate, 500ml can of monster energy drink, and a sandwich ." No further information was provided. Therefore, based on the information provided, there is no indication that an adc device contributed to a serious injury. No report is required.

Manufacturer narrative:
This serves as a correction. The MDR was inadvertently submitted. As per the additional information provided by the customer, the customer's actual issue (read-22, high reading) has been deemed nonreportable. Section b5 has been updated.